Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient with herniated disc underwent procedure for implantation of artificial cervical disc at c6-7 using extrapharangeal anteroleteral approach. On (B)(6) 2015 the patient's x-rays showed incorporation of the device at c6-c7 with bony fusion anterior and posterior. The bony fusion was found during the routine study evaluation. No treatment was required.patient outcome was reported as pending.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.